Event description:
It was reported that a 1 liter eva bag leaked at the joint of the seal. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the sample showed no signs of physical abnormality. A functional leak test was performed on the device. No signs of leakage were observed on any part of the device. No cause was identified, as no evidence of product malfunction was observed.